Manufacturer narrative:
It was observed that it was very difficult to move the bisector in an out of the cannula, and became virtually impossible when a scope was inserted into the cannula. It was then discovered that the cause of the friction was an assembly error; the cannula and the handle were clamped together incorrectly. This error created a twist between the handle and the cannula which resulted in the bisector shaft sticking. The customer complaint is confirmed. Mfg has been notified. It was not possible to perform an lhr review since the lot number was unk.

Event description:
The hosp reported that during the endoscopic vessel harvesting procedure, the bisector and scope did not slide down the cannula easily. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.